Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial#(B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the returned wireless recharger (wr)(s/n: (B)(6) revealed no visual anomalies, however the patient's complaint was confirmed. The device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger did not initialize. Lights scrolling. The patient was undergoing an implant. The new recharger, freshly removed from the sealed and closed box, would not start up in any way, even after being charged with electricity. It could not find the ins, with the red light signal and consecutive error beeps. Even after being turned off and on several times or its use tested via the external communicator recharge app. Several attempts were made by the clinical specialist who was in surgery but without success. Another item of this type had to be sent as an emergency so that the patient could take it with him after surgery for its routine recharge. No environmental/external/patient factors are involved in this case/situation. S. Another item of this type had to be sent as an emergency so that the patient could take it with him after surgery for its routine recharge. This device has several problems and continued to present the problem. Rep stated that this is a problem that appears, and many times other model inss are preferred over the recharging implant. Additional information was received. The manufacturer representative (rep) reported the recharger didn¿t work in the first instant it was activated, in surgery room. Because that, they needed to send another item for the patient in the surgery room. This item don¿t charge and initiate like as usual. (B)(6) 2025 e2 (for, rep): no new information. On (B)(6) 2025 e3(for, rep): no new information. On (B)(6) 2025 e4, e5, e6, e7, e8, e9, images, pdf (for, rep): no new information. On (B)(6) 2025 e10, e11, e12, 9 images (for, rep): no new information. 2025-nov-21 e13, images x4 (for, rep): no new information for the event description. On (B)(6) 2026 sap ecc service and repair 000304520726, pdf (for, rep): no new information for th event description.